Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an abnormal pressure waveform, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an abnormal pressure waveform while supporting a patient during tah-t implant. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported experience of a steep pressure waveform at the beginning of systole was able to be reproduced during investigation testing where the right pressure waveform exhibited a steep slope at the beginning of systole. Despite the observed waveform steepness, the companion 2 driver passed all functional testing. Additionally, an extended observation run of the driver did not produce any alarms, and the only observation was a steep right pressure waveform at the beginning of systole after three days of operation. The root cause of the steep waveform is attributed to the performance of the electronic pressure regulator. Although the reported issue was confirmed, there was no determined device malfunction and the driver performed as intended. Syncardia has a corrective and preventive action (CAPA) for addressing electronic pressure regulator performance. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.